Event description:
Our rep is reporting to us the following: not present; the silicone dam came off of the cannula (did not break, but separated) and was found in the patient¿s joint space. The dam was retrieved, 5 minutes added onto the procedure to find and retrieve the dam. They used another cannula to complete the procedure, and they are reporting no patient consequences. Nothing being returned, complaint device discarded.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
Eighty three days have passed since this issue was reported to mitek, and to date, despite outreaches, no additional information other than what was originally reported has been received. No lot number has bee supplied and no device has been received. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.